Manufacturer narrative:
Product event summary: the controller was returned for evaluation. The pump was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Failure analysis revealed that the controller passed functional testing. Visual inspection of the controller under 10x magnification revealed hairline cracks surrounding power port 1 and power port 2. The observed hairline cracks are not related to the reported event. Based on an internal investigation conducted, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. A review of the controller log files revealed that the controller logged an entry in the event file on (B)(6) 2019, at 14:23:54, indicating a software error on the pump motor controller (pmc) in the commutation control module. Commutation is the process of switching winding current to generate motion. The pmc, responsible for capturing pump parameters, monitoring and maintaining the pump at the desired speed, immediately attempted to reset itself intentionally. The pmc reset was followed 10 seconds later, at 14:24:04, by a controller fault alarm that was due to the pump not starting after the pmc reset. A vad disconnect alarm was then logged at 14:24:06, followed by a controller failed alarm at 14:27:15 due to a loss of communication between the user interface controller (uic) and pmc. The uic is the main integrated chip responsible for the operations of the controller, including recording data in the controller log files. Multiple event entries in the event file were logged between 14:27:06 and 14:30:22 due to an exception caused by an illegal hardware interruption. The interrupts are considered catastrophic exceptions, which resulted in a reset of the pmc at 14:31:19. A vad disconnect alarm was then logged at 14:31:31. A controller power up event was logged at 14:37:12, with a successful motor start event at 14:37:15. The controller was without power for 40 seconds. Prior to the power up event, a battery was connected to power port one with 81% relative state of charge (rsoc) and another battery was connected to power port two with 24% rsoc. After the loss of power, no power source was connected to power port one and the battery originally connected to power port one was then connected to power port two with 80% rsoc. The pmc appears to have been operating normally again, with no controller fault alarms, controller failed alarms, or event exceptions logged by the controller after the loss of power. Another vad disconnect alarm was logged at 15:30:29. A second controller power up event was then logged at 15:31:39, with a successful motor start event at 15:31:53. The controller was without power for 15 seconds. Prior to the power up event, a battery was connected to power port one with 93% rsoc and a second battery was connected to power port two with 72% rsoc. After the loss of power, the same battery was connected to power port one with 93% rsoc and the same battery was connected to power port two with 70% rsoc. Per the information available regarding the reported event, the vad disconnect alarm was likely the result of the staff at the hospital unintentionally disconnecting the driveline from the controller. It's highly likely that the subsequent controller power up event was also caused by the hospital staff. As a result, the vad disconnect alarm at 15:30:29 and controller power up event at 15:31:39 are considered not related to the reported event. Based on the available information, the reported event was confirmed. The most likely root cause of the reported controller fault alarm can be attributed to the pump not starting after an intentional reset of the pmc due to a memory corruption. It's possible that the pmc memory corruption also caused the controller to trigger a vad disconnect alarm. The most likely root cause of the reported controller failed alarm can be attributed to a loss of communication between the controller's uic and pmc. This loss of communication may have been caused by a condition in which a hardware interruption was triggered, resulting in pmc resets. A possible root cause of the hardware interrupts can be attributed to a pmc memory corruption. The processing of these interrupts most likely prevented the pmc from being able to run the pump and communicate with the uic. The subsequent loss of power to the controller cleared the corrupted memory that was causing the pmc resets. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. Additional products: serial #: (B)(4) device evaluated by MFR: yes , FDA method code(s): 10, 4112 , FDA results code(s): 120, 180, 3213 , FDA conclusion code(s): 12, 19, 4307 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller 2.0, controller 2.0 / con309500 / model #: 1420 / expiration date: 2018-08-31, UDI #: (B)(4), return date: 2019-03-20, device evaluation anticipated, but not yet begun, mfg date: 2017-08-31, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a controller fault alarm, controller failed alarm, two ventricular assist device (vad) stop alarms and that the controller display read ¿vad stopped connect driveline.¿ the controller exhibited an unexpected power loss. The patient¿s spouse reported that at the time of the alarms, the patient passed out and became unresponsive. The patient was hospitalized, intubated, admitted to the intensive care unit (ICU) and underwent a head computerized tomography (CT) scan, which was negative. The next day the patient was extubated and was awake, without residual complications. The vad remains in use and the controller was exchanged. No further patient complications have been reported as a result of this event.